Event description:
Vantex tlc inserted [redacted] at 1400. All three ports aspirated and flushed easily at time of insertion. Per nursing note on the same day at 1836, no blood return through any lumens. Patient transferred to [redacted] on [redacted], tlc [triple lumen catheter] removed and replaced that day. Manufacturer response for triple lumen catheter, vantex tlc (per site reporter).